Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom, which was reproduced. The device evaluation found all of the numeric keys to be inoperable, and the blue soft keys to have an intermittent response due to a failing keypad. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue. (B)(4).

Event description:
It was reported that a spectrum pump had an unresponsive keypad. It was also reported there was no patient involvement.